Event description:
It was reported to vyaire medical that a xdcr (transducer) fault occurred during a maintenance work. Customer states the suspect device will not be returned for evaluation.

Manufacturer narrative:
H3: 81 other-the suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.